Manufacturer narrative:
On (B)(6) 2021 mentor became aware that section d7a and d9 fields were erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4) the relevant fields d7a and d9 have been updated.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on march 17, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth gel breast implant, on the right side. Upon visual evaluation of the image provided in the complaint, the right implant is observed inside a bag, it seems that is ruptured since some gel in the bag and bubbles are observed. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. On march 19, 2021, mentor became aware that section 7a and d9. Was erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4) section 7a and d9 relevant fields have been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with an unspecified gel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020.